Event description:
It was reported a motor stall and motor stall recovery were recorded in the event logs due to the patient having a magnetic resonance imaging (MRI). It was confirmed the patient had a MRI on 2014 (B)(6) around the time of the log for the stall and the pump had not been read since the MRI. It was noted the logs showed the expected tube set message 48 hours after the stall log since the recovery log was not present prior to 48 hours. It was also reported, the patient fell on the area around the pump about a week prior to this report (2014 (B)(6)) and was having increased pain since the fall. The pump was being used to deliver bupivacaine and dilaudid. It was further reported, the healthcare provider (hcp) was questioning if there was a granuloma at the catheter tip related to the event. It was noted, the patient had a MRI the week prior to this report and did not have the pump interrogated afterward. When interrogated on 2014 (B)(6) it showed a motor stall occurred. It was noted when interrogated again the logs showed motor stall recovery. It was also reported, the pump was working and the patient¿s daily dose was being decreased weekly. The logs showed the motor stall occurred at 13:23 on 2014 (B)(6), stopped pump period may exceed tube set on 2014 (B)(6) at 13:23, and motor stall recovery occurred at 16:22 on 2014 (B)(6). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the (B)(6)-2014 MRI showed some subtle enhancement suggesting pericatheter fibrin formation. A granuloma was not confirmed. The daily dose was decreased by 40% on 01-apr-2014 and then again over the next few months. On (B)(6)-2014, the pump medication was switched to normal saline. Another MRI was to be taken at a later date to monitor the fibrin formation. The patient was currently taking oral medication.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2018-jun-21. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found that no anomalies were identified. If information is provided in the future, a supplemental report will be issued.